Event description:
A report was received that a patient was experiencing a fever, redness, and pain in their back. The physician opened the pocket site and lead sites and found pus at both locations. The physician decided to explant all the devices due to infection. The patient was stable following the procedure.

Manufacturer narrative:
Additional information was received that the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that a patient was experiencing a fever, redness, and pain in their back. The physician opened the pocket site and lead sites and found pus at both locations. The physician decided to explant all the devices due to infection. The patient was stable following the procedure.

Manufacturer narrative:
Additional information was received that the physician feels the infection was procedure related.

Event description:
A report was received that a patient was experiencing a fever, redness, and pain in their back. The physician opened the pocket site and lead sites and found pus at both locations. The physician decided to explant all the devices due to infection. The patient was stable following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit sterile.